Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device memory could not be downloaded as the device failed to connect to the pc via usb, on connection of the usb cable all membrane leds were constantly illuminated. The returned pad-pak was inserted into the device, the device passed a self-test and all membrane leds were constantly illuminated throughout. The device powered off with no warnings given, no status led was present throughout. The device was tested on calibrated equipment. The device delivered a test shock. An acceptable measurement was recorded. The device was then disassembled for investigation. Investigation found the membrane tail had been misaligned. This resulted in the instructional leds becoming illuminated when the device powered on or connected to the usb, no status led flashing and unable to connect via the usb. No fault was found with the device subsequent to the membrane being correctly reinstalled. Records indicate the device performed to specification before dispatch from heartsine, this would indicate the fault is of an intermittent nature.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies with no fault reported.